Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported issue and noted many more errors occurred. To resolve the issue fse replaced the universal surgical manipulator (B)(4) and component acj (B)(4). Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced universal surgical manipulator and acj component for evaluation. Isi has received the replaced acj component for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/ or if additional information is received. The procedure log confirms the esophageal diverticulum repair surgical procedure was performed on (B)(6) 2022 using system# sl0940. This complaint is being reported based on the following conclusion: the system displayed a recoverable error 23098 pointing to the universal surgical manipulator. As a result of the issue, there was a procedure delay of 30 minutes and the total operative time was 7 hours. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, the system displayed an error on universal surgical manipulator (usm) 2. The caller (intuitive surgical inc. (Isi) clinical sales representative (csr)) indicated that usm2 was urgently needed for the surgery. The technical support engineer (tse) reviewed the logs and identified an error 23098 pointing to universal surgical manipulator (usm) 2. Tse instructed the csr to reboot the system, hard power cycle the patient side cart with circuit breaker and use the emergency power off. After doing so, the system worked as intended and surgery continued. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The surgery was in progress for approximately 15 minutes when the problem occurred. The isi clinical sales representative (csr) confirmed being present as a case support and performed the following: contacted isi technical support, pulled log files, narrowed down problem, rebooted system, and when the error reoccurred a second time csr rebooted the system. Following this, the procedure could be completed to the end with the 4 arms. As a result of the reported issue, there was a procedure delay of approximately 30 minutes. The patient is a 69 year old male, born on (B)(6) 1953, weighing 80 kg. The patient had a oesophagectomy in his medical background.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the acj and usm components associated with this complaint and completed investigations. Failure analysis investigations replicated the reported failure. When the acj was installed into patient side cart system and programed to the system twice but cannot complete the process. Review of the acj history showed an issue with this pca chip. The component has been scrapped. The usm was tested on an in-house system in normal mode and triggered no errors. The unit went through testing on the pftp an passed all test with no triggered errors. Failure analysis checked the ffc and fiber assembly connections and checked the unit for fluid intrusion throughout the unit, there were no issues found. Through log reviews, multiple errors such as 25730 & 23098 were triggered for communication issues on the aca pca. The components will be replaced to resolve the issue.